Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an electrical issue and there was no signal on the monitor and screen system. There was no power supplied to the system. There were no reports of patient or user harm associated with this event.